Manufacturer narrative:
D10 concomitant product: abstack15 abs fixation device 15 tacks (lot#: n3f0430y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving herniorrhaphy tacker, the tacker would not release when under less tension and failed to lock in into the fabric when attempting to release it without tension. Another fastener was opened, but the problem persisted. As a result, the procedure had to be completed using conventional stitches. The surgical procedure being performed was an inguinal hernia video. The device was not implanted, and no injury or additional operation was required.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube shaft was slightly bent at the distal end. The instrument was fully applied. Functional testing noted that the handle could be actuated and cycled properly. It was reported that there was tack penetration and the device was difficult to fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged shaft. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.